Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had multiple errors. The unit was swapped out with another to continue therapy. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The fse examined the pim and safety disk before running simulated treatment on the unit and was unable to find blood traces on safety disk, or pim. Post aforementioned evaluation, the fse ran simulated treatment on unit without issue. Thus, unable to replicate user complaints. Nothing unusual identified on the logs, but gas gain alarms were verified which would point to a potential leak. Unit passed all calibration, functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.